Manufacturer narrative:
No connection can be made between the reported adverse patient reaction and the use of the depuy spine implants. Patients can develop metal sensitivity or allergy after implants have been in the body for a period of time. These precautions are stated in the instructions for use (IFU) supplied with the device. These implants are intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to cyclical loading of the device over time. Screws in question were in place more than three years and the patient fused.

Event description:
Contact reported that a revision surgery was performed to remove spinal devices as it was suspected that patient was having an allergic reaction to titanium. During the procedure, it was noted that two of the pedicle screws, which had been implanted sometime in 2004, were broken below the screw head. The screws and related hardware were successfully explanted. It was reported that the patient appeared to have solidly fused and the surgeon did not replace the devices. As a second surgery was performed and a broken screw was explanted, a medwatch report is being filed to document this event. See mfg medwatch report# 1526439-2009-00015 for the other screw that was involved in this event.